Event description:
User reports water leak, coming from back of right side of analyzer, near the battery backup. Operator was not harmed, and patient samples not affected. The field service representative determined the cause to be, ac condensation, leaking onto the counter top, due to a malfunctioning condensation pump, and replaced condensation pump. Performance tests were performed and within specification.